Manufacturer narrative:
This report is to correct the selection in the "evaluation method code grid (1)" entry. No further changes are applied. The manufacturer previously reported: " the patient¿s family reported that a trilogy evo ventilator used by the patient at an elementary school could not be powered on when they attempted to turn it on. The device was connected to ac power, and the power button was pressed firmly as instructed by the sales representative; however, the device did not respond. The sales representative arrived with a replacement device and attempted to power on the ventilator. The screen remained dark and unresponsive; however, when the ¿start ventilation¿ area on the panel was pressed, airflow began. The representative suspected a screen blackout condition. Attempts to power off the device were unsuccessful, and the alarm tone was reported to be a high-pitched backup sound occurring irregularly. The device was replaced. The patient did not require continuous ventilator support and no patient harm or injury was reported." Functional testing and further diagnostic analysis were performed. No abnormalities were found and the issue could not be reproduced. Although the cause could not be identified, it is believed that some malfunctions occurred on the system controls, so the system pca and display pca were replaced.

Event description:
The patient¿s family reported that a trilogy evo ventilator used by the patient at an elementary school could not be powered on when they attempted to turn it on. The device was connected to ac power, and the power button was pressed firmly as instructed by the sales representative; however, the device did not respond. The sales representative arrived with a replacement device and attempted to power on the ventilator. The screen remained dark and unresponsive; however, when the ¿start ventilation¿ area on the panel was pressed, airflow began. The representative suspected a screen blackout condition. Attempts to power off the device were unsuccessful, and the alarm tone was reported to be a high-pitched backup sound occurring irregularly. The device was replaced. The patient did not require continuous ventilator support and no patient harm or injury was reported. The returned device was evaluated, and the event history indicated that a ¿ventilator service required¿ alarm occurred. During additional observation, while the device was operating with a test lung connected, the alarm tone returned to the normal alarm sound and the display illuminated, after which the device returned to normal operation. Investigation and device evaluation are ongoing to determine the root cause of the reported condition and whether any components require replacement. No additional service actions or part replacements have been confirmed at this time. Functional testing and further diagnostic analysis are pending to determine the cause of the reported behavior. The investigation remains ongoing.

Manufacturer narrative:
The manufacturer previously reported: " the patient¿s family reported that a trilogy evo ventilator used by the patient at an elementary school could not be powered on when they attempted to turn it on. The device was connected to ac power, and the power button was pressed firmly as instructed by the sales representative; however, the device did not respond. The sales representative arrived with a replacement device and attempted to power on the ventilator. The screen remained dark and unresponsive; however, when the ¿start ventilation¿ area on the panel was pressed, airflow began. The representative suspected a screen blackout condition. Attempts to power off the device were unsuccessful, and the alarm tone was reported to be a high-pitched backup sound occurring irregularly. The device was replaced. The patient did not require continuous ventilator support and no patient harm or injury was reported." Functional testing and further diagnostic analysis were performed. No abnormalities were found and the issue could not be reproduced. Although the cause could not be identified, it is believed that some malfunctions occurred on the system controls, so the system pca and display pca were replaced.